Event description:
It was reported that the ilet pump screen was cracked and became unusable after the protector was removed, preventing the user from unlocking or using the device; the damage mechanism was not described, and the user reverted to backup therapy while a replacement was arranged. Symptoms included no reported injury. Outcomes included interruption of insulin delivery and the user¿s need to transition to alternative therapy without data sync prior to shutdown. Investigation included collection of event details and arrangement for device return for evaluation. Investigation of this case revealed a damaged display screen consistent with a physical breakage that impaired user interface functionality. It was concluded, based on previously established findings for similar reports, that the cause was mechanical damage from an undetermined external factor.